Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2024, the patient experienced presyncope. The cgm was reading 69 mgdl and the blood glucose reading was below 30 mgdl. The patients boyfriend provided carbohydrates and called an ambulance. There was no documentation of further medical evaluation or intervention from emergency medical services (ems) since the treatment from the boyfriend helped increase the patients sugar a little. At the time of the report, the patient was tired but fine. No other details were documented. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.